Event description:
Caller reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with a complete pump reset, guiding the caller through the process. Following the reset, no further cgm error codes were displayed, and the caller successfully initiated their sensor session without additional issues.